Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The reported separation appears to be related to operational context. The account reported that when handling the catheter for preparation, the hypotube separated. In this case, it is likely that the device was inadvertently mishandled during preparation, the bdc became kinked and upon further manipulation the bdc ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.50x20mm rx trek balloon dilatation catheter was removed from the dispenser hoop without issue. When handling the catheter for preparation, the hypotube separated. A new rx trek was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.